Manufacturer narrative:
(B)(4). Only event year known: 2018. Device analysis: the analysis results confirmed that the lx207 device was returned nonfunctional as the jaws were misaligned. Functional test was performed on one clip, it was loaded and retained as intended, but due to the damaged jaws, the clip formation was not proper. No conclusion could be reached as to what may have caused the found condition of the jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use." Device was received as a lx207 instead of the reported lx107 code. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Event description:
It was reported that the clip applier was not holding clips. No patient involvement was reported.